Manufacturer narrative:
If additional information will be received, supplemental report will be filed.

Event description:
It was reported that this pacemaker recorded a code (B)(4), which is indicative of battery voltage too low for the projected remaining capacity, during a pre-implant interrogation. There was no information provided if this device was cleared for implant. This device was never in service. No patient involvement.